Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during clinical follow up, a patient's right ventricular lead exhibited a rise of impedance almost double of base value and lead noise. Lead revision was discussed but not performed. Patient continued to be monitored. Patient was stable.

Manufacturer narrative:
The reported events of multiple shocks due to noise, undersensing, oversensing and high pacing impedance were confirmed but fracture was not confirmed. As received, a partial lead was returned in two pieces. An internal insulation abrasion under the svc shock coil was noted at 24.6 - 24.7 cm from the distal breaching the re lumen. The etfe coating was intact at this location. In addition, an internal insulation abrasion under the svc shock coil was noted at 24.9 - 25.0 cm from the distal breaching the re lumen. The etfe coating of one re cable was abraded at this same location. This is consistent with the observation from the field of multiple shocks, noise, undersensing, and oversensing.

Manufacturer narrative:
Correction: includes complaint of undersensing.

Event description:
New information notes that the lead was extracted. It should also be noted that that there was a complaint of undersensing on the lead that may have led to the shocks that was previously reported. The patient was discharged in stable condition.

Event description:
New information notes that patient presented in the emergency room after multiple shocks due to right ventricular noise. Lead was deactivated via programming. Patient was stable. Lead revision was discussed and scheduled for the future.

Event description:
New information notes that lead fracture was suspected.